Manufacturer narrative:
(B)(4). Approximate age of device- 86 days (calculated from the date when the batteries were issued to the patient). The device was returned for investigation. The evaluation is not yet complete. The manufacture date is unknown at this time. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s primary system controller was producing alarms of random beep when connected to one set of batteries. It was also reported that on an unspecified date when disconnecting from the batteries, the patient felt one of the batteries vibrate and then received an external electrical shock twice. The batteries were exchanged. There was no reported adverse patient impact due to the event.